Event description:
Pt is status post augmentation with mastopexy x 2 procedures. Last one 2006. States she's been chronically ill since 1st surgery 2 years ago. Still tender in right breast since last surgery in 2006. Concerned that implant may be causing the problems. In 2007, patient underwent bilateral implant removal. Implants removed intact & in good condition.